Manufacturer narrative:
Additional information requested.

Event description:
It was reported the patient lost effective coverage as the lead implanted at the l3 vertebral level had migrated. The patient underwent surgical intervention where the lead was replaced and effective therapy was restored.